Event description:
Is still limping and having to walk with a cane [limping] . Right knee became swollen [injection site joint swelling] . Right knee became very painful [injection site joint pain] . Case narrative: initial information was received from united states on 02-mar-2021 regarding an unsolicited valid serious case from a patient via call center. This case involves a 65 years old female patient who is still limping and having to walk with a cane (gait disturbance), right knee became swollen and right knee became very painful, while she was treated with hylan g-f 20, sodium hyaluronate [synvisc one] in right knee. The patient's past vaccination(s) and family history were not provided. Patient had ongoing bone on bone osteoarthritis in both knees, but the right knee was worse than the left knee. Patient received synvisc-one over 10 years ago, and it really helped her osteoarthritis knee pain, and the improvement lasted for over a year, and the only reason that she did not get synvisc-one again until recently, was that the insurance she was on would not pay for it. Patient received a synvisc-one injection for the first time since then on (B)(6) 2021 in the left knee. She tolerated the synvisc-one very well and then she got her first pfizer covid-19 vaccine on (B)(6) 2021. Patient got her second pfizer covid-19 vaccine injection on (B)(6) 2021. On (B)(6) 2021 (friday), the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) injection in her right knee at dose of 48 mg once (with an unknown batch number) for osteoarthritis. Information on batch number was requested. On saturday, (B)(6) 2021, 1 day after receiving the injection, the patient's right knee became swollen (injection site joint swelling) and very painful (injection site joint pain), and the patient was still limping and was having to walk with a cane (gait disturbance, caused disability). Patient stated that since saturday night-sunday morning ((B)(6) 2021-(B)(6) 2021), she was taking ibuprofen like crazy for the pain, but last night ((B)(6) 2021) she had to get up only once in the night to take it. As of today ((B)(6) 2021), the right knee was still very painful, but the pain may have lessened a little bit, but the right knee was still very swollen and had kept her up at night. Final diagnosis was has kept her up at night (right knee), right knee became very painful, right knee became swollen and is still limping and having to walk with a cane. Action taken: not applicable for all the events corrective treatment: ibuprofen for right knee became very painful; cane for gait disturbance; not reported that right knee became swollen the patient outcome is reported as not recovered / not resolved for all the events a product technical complaint (ptc) was initiated on (B)(6) 2021 for synvisc one; batch number: unknown; global ptc number: 100106797. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 "product event handling" to determine if a CAPA is required. Final investigation was completed on 15-mar-2021. Follow up information received on 02-mar-2021 from healthcare professional. Global ptc number added. Additional information was received on 15-mar-2021 from other healthcare professional. Gptc results were received and added. Text was amended accordingly.

Event description:
Is still limping and having to walk with a cane [limping]. Right knee became swollen [injection site joint swelling]. Right knee became very painful [injection site joint pain]. Case narrative: initial information was received from united states on (B)(6) 2021 regarding an unsolicited valid serious case from a patient via call center. This case involves a (B)(6) years old female patient who is still limping and having to walk with a cane (gait disturbance), right knee became swollen and right knee became very painful, while she was treated with hylan g-f 20, sodium hyaluronate [synvisc one] in right knee. The patient's past vaccination(s) and family history were not provided. Patient had ongoing bone on bone osteoarthritis in both knees, but the right knee was worse than the left knee. Patient received synvisc-one over 10 years ago, and it really helped her osteoarthritis knee pain, and the improvement lasted for over a year, and the only reason that she did not get synvisc-one again until recently, was that the insurance she was on would not pay for it. Patient received a synvisc-one injection for the first time since then on (B)(6) 2021 in the left knee. She tolerated the synvisc-one very well and then she got her first pfizer covid-19 vaccine on (B)(6) 2021. Patient got her second pfizer covid-19 vaccine injection on (B)(6) 2021 on (B)(6) 2021 (friday), the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) injection in her right knee at dose of 48 mg once (with an unknown batch number) for osteoarthritis. Information on batch number was requested. On saturday, (B)(6) 2021, 1 day after receiving the injection, the patient's right knee became swollen (injection site joint swelling) and very painful (injection site joint pain), and the patient was still limping and was having to walk with a cane (gait disturbance, caused disability). Patient stated that since saturday night-sunday morning ((B)(6) 2021), she was taking ibuprofen like crazy for the pain, but last night ((B)(6) 2021) she had to get up only once in the night to take it. As of today ((B)(6) 2021), the right knee was still very painful, but the pain may have lessened a little bit, but the right knee was still very swollen and had kept her up at night. Final diagnosis was has kept her up at night (right knee), right knee became very painful, right knee became swollen and is still limping and having to walk with a cane. Action taken: not applicable for all the events. Corrective treatment: ibuprofen for right knee became very painful; cane for gait disturbance; not reported that right knee became swollen. The patient outcome is reported as not recovered / not resolved for all the events. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Event description:
Is still limping and having to walk with a cane [limping]. Right knee became swollen [injection site joint swelling]. Right knee became very painful [injection site joint pain]. Case narrative: initial information was received from united states on 02-mar-2021 regarding an unsolicited valid serious case from a patient via call center. This case involves a 65 years old female patient who is still limping and having to walk with a cane, right knee became swollen and right knee became very painful, while she was treated with hylan g-f 20, sodium hyaluronate [synvisc one] in right knee. The patient's past vaccination(s) and family history were not provided. Patient had ongoing bone on bone osteoarthritis in both knees, but the right knee was worse than the left knee. Patient received synvisc-one over 10 years ago, and it really helped her osteoarthritis knee pain, and the improvement lasted for over a year, and the only reason that she did not get synvisc-one again until recently, was that the insurance she was on would not pay for it. Patient received a synvisc-one injection for the first time since then on (B)(6) 2021 in the left knee. She tolerated the synvisc-one very well and then she got her first pfizer covid-19 vaccine on (B)(6) 2021. Patient got her second pfizer covid-19 vaccine injection on (B)(6) 2021 on (B)(6) 2021 (friday), the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) injection in her right knee at dose of 48 mg (1 unit) once ( batch number: arsl023) for osteoarthritis. On saturday, (B)(6) 2021, 1 day after receiving the injection, the patient's right knee became swollen (injection site joint swelling) and very painful (injection site joint pain), and the patient was still limping and was having to walk with a cane (gait disturbance, caused disability). Patient stated that since saturday night-sunday morning ((B)(6) 2021-(B)(6) 2021), she was taking ibuprofen like crazy for the pain, but last night ((B)(6) 2021) she had to get up only once in the night to take it. As of today ((B)(6) 2021), the right knee was still very painful, but the pain may have lessened a little bit, but the right knee was still very swollen and had kept her up at night. Final diagnosis was has kept her up at night (right knee), right knee became very painful, right knee became swollen and is still limping and having to walk with a cane. Action taken: not applicable for all the events. Corrective treatment: ibuprofen for right knee became very painful; cane for gait disturbance; not reported that right knee became swollen. The patient outcome is reported as not recovered / not resolved for all the events a product technical complaint (ptc) was initiated on 02-mar-2021 for synvisc one; batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor complaints as stated in sop (B)(4) "product event handling" to determine if a CAPA is required. Final investigation was completed on 15-mar-2021 follow up information received on 02-mar-2021 from healthcare professional. Global ptc number added. Additional information was received on 15-mar-2021 from other healthcare professional. Gptc results were received and added. Text was amended accordingly. Additional information was received on 23-mar-2021 from other healthcare professional. Lot number added. Text amended accordingly.